Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient had increased spasticity. The patient was having a catheter dye study on (B)(6) 2015 for a possible catheter kink. After the dye study, the next steps would be determined. A revision was possible. The patient status was reported as ¿alive-no injury¿. An occlusion of the catheter was confirmed at the dye study and the patient was scheduled or a catheter revision (B)(6) 2015. The patient¿s 8709 and 8596sc catheter were removed on (B)(6) 2015 and a new catheter was implanted. The patient¿s dose was decreased by 20% and the patient was stable. The device system was delivering gablofen.